Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin. Customer¿s blood glucose was 261 mg/dl. The customer performed a cartridge change to resolve both issues.